Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and observed small air bubbles trapped at flowcell inlet, air leak in reference block and reference solution leak from bottom of block. The fse disassembled, cleaned and reassembled ise (ion-selective electrode), replaced reference electrode, re-oriented t-connector and retightened reference block which resolved the issue. Age or date of birth, weight, ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous patient results for na (sodium) on their au680 chemistry analyzer. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.